Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned to the manufactrer. A proximal portion was received measuring 52 cm. A distal portion was received measuring 52 cm. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.